Event description:
The holster will not cock. The customer was able to get it working for the case and there was no patient consequence or involvement. The holster was tried later and the problem still exists even without a probe installed.